Event description:
A customer contacted baxter to report that the dark blue connector became a little loose from the light blue mainbody of the transfer set after using it for one week. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used set was received with cap on dark blue connector and no cap on patient connector in reference to connection issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was functionally hand tightened a lab (B)(4) adapter without difficulty and pressure tested underwater with no leak noted. Set was then tested underwater at 8 psi with no leak noted and clear-passage. During visual inspection no abnormalities were noted. The complaint could not be confirmed in the lab. No root cause could be determined. Baxter will continue to monitor similar reports to determine if further actions are required.